Event description:
It was reported that the device was implanted and explanted in 2007 due to an unk reason. No other details were provided. Two follow up attempts were made to obtain add'l info. No response received.

Manufacturer narrative:
Device not returned.